Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem, unique device identifier (UDI)#, medical device serial #. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex e, f, a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of "error pcu 133.6090" was confirmed through the logs; however, it could not be replicated in laboratory tests. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. A review of the logs of the suspect pcu was conducted, and it was observed that on the date mentioned by the facility (03mar2025), two malfunctions 133.6090 were recorded at 10:51 pm. However, the first occurrence was recorded on (01mar2025) at 5:53 pm. On the date mentioned by the facility when the reported event occurred, no infusion was carried or scheduled. System error tip sheet: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported event "pcu error 133.6090" could not be determined through laboratory testing and/or inspection. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pcu alarmed ¿system error, settings unrestorable, and error 133.6090. The pcu and lvp had been programmed, turned off, and when restarted the alarms occurred. Additional information provided: patient on multiple inotropes at the time of the incident and the clinician was able to titrate up on another medication while sourcing an alternate pump and getting it primed and programmed and restarted. Levophed (norepinephrine) was the medication that would not restart, and vasopressin was the medication titrated to cover for the delay. The customer reported that there was no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pcu alarmed ¿system error, settings unrestorable, and error 133.6090. The pcu and lvp had been programmed, turned off, and when restarted the alarms occurred. There was patient involvement, but no harm. Additional information provided: no harm to patient. Patient on multiple inotropes at the time of the incident and the clinician was able to titrate up on another medication while sourcing an alternate pump and getting it primed and programmed and restarted.